Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized for a high blood glucose exceeding 600 mg/dl. The patient experienced abdominal pain. The customer treated via insulin pump bolus. When the customer arrived to the hospitalized, they were wearing their insulin pump. No further details were provided regarding the hospitalization since the customer was in the ER at the time of call. Brief troubleshooting was performed on the insulin pump. The drive support cap appeared normal. The insulin pump was able to prime without incident. However, the caller declined to review the device settings. The insulin pump was not returned for analysis.